Event description:
It was reported to philips that the device has a general system failure. The customer has been unable to meet payment requirements for device servicing. The customer has been unable to meet payment requirements for device servicing. The case is currently being closed but the customer can re-contact philips for servicing in the future if their circumstances change.

Manufacturer narrative:
H3 other text : the customer declined service or repair.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the clock battery was malfunctioning. After taking care of a billing issue and upon conclusion of the device evaluation, it was determined that the clock battery requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has a general system failure. There was no patient involvement.